Event description:
Revision surgery - due to broken implants/pieces left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-01273; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.